Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: during testing, the pump black box data failed to download but a call service alarm (078) was recorded in the alarm history. During rewind the pump gave a cs 078 alarm. Unrelated to the original complaint, there was corrosion noted in the battery compartment and there was a crack on the battery compartment too. A leak test verified that the pump was leaking from this crack. The pump case was opened and moisture was discovered on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).